Event description:
Caller reported a malfunction on the pump. The customer went to the emergency room and was subsequently hospitalized on (B)(6) 2025. Customer¿s blood glucose (bg) level was 650 mg/dl with ketones. Ketone levels were identified as life threatening by health care provider. Customer was treated with intravenous fluids to address the elevated bg. Customer had not been released from hospital at time of call and declined follow up from tandem technical support. Ultimately, the customer reverted to alternate method of insulin therapy.